Manufacturer narrative:
Section b1 ¿ type of report: corrected. Section h1 - type of reportable event: corrected. Section h6 health effect - clinical code: corrected. Section h6 health effect - impact code: corrected. Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted by the account for review. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account communicated that the patient¿s abnormal pump position cause the low flow alarms. The reported abnormal pump position could not be confirmed through this evaluation. It was communicated that the hospital will not provide any additional information related to this event. The patient remained ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), until (B)(6) 2023 when the patient received a heart transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C are currently available. The IFU addresses pump parameters, including pump flow. The IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient conditions can result in low flow. The IFU outlines considerations for pump placement and provides instructions on how to insert the pump in the ventricle. This section instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The patient handbook and IFU provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4 - patient weight is unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a thoracotomy to adjust the pump position due to it causing low flows due to abnormal positioning.